Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 40 months and 35 charging cycles were recorded to the device memory. The returned device data have been analyzed. During the analysis of the available iegms, the clinical observation could be confirmed. T-waves were sensed in the ventricular channel, leading to vf detection with multiple therapy deliveries. This does not represent a device malfunction. The sensing parameters can be programmed to specifically reduce the oversensing of large intrinsic t-waves. In addition the occurrence of noise was observed in the far-field channel of episode 124. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. During the test, the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be as expected. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Afibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the clinical observation could be confirmed. In the available iegms the occurrence of sensed t-waves was observed in the ventricular channel. However, this does not represent a device malfunction. There was no indication of a material or manufacturing problem.

Event description:
This device was explanted due to t-wave oversensing on the rv lead. There were no adverse patient events reported. Should additional information be received, this file will be updated. (B)(6) 2016 - based on the analysis, it was decided that this needs to be reported to the FDA.